Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "hole on patch side" and "visible extra implant silicone upon opening capsule." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "hole on patch side" and "visible extra implant silicone upon opening capsule." Device has been explanted and replaced.